Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated carbon dioxide, concentrated (co2_c) result obtained on a patient sample on an atellica ci 1900 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files, and the information provided by the customer. Quality control (qc) recovered within the customer's expected ranges. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer for leaks and found no signs of leak, inspected all the probes, mixer wash basins and aligned the reagent and sample probes. Then, the cse verified the resistivity of the distilled water system feeding the analyzer and the reading was at an acceptable level. The cse performed a precision study with each level of qc which recovered acceptably. There were no issues identified by the cse with the analyzer during the visit. Based on the information provided, the cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously elevated carbon dioxide, concentrated (co2_c) result on a patient sample on an atellica ci 1900 analyzer. The erroneous result was not reported to the physician. The same sample was reprocessed on the same atellica ci 1900 analyzer. The lower reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) result.